Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up through remote, a longevity anomaly was observed. In (B)(6), longevity was 3.7-4.2 years to eri but now it was 9.5 months to eri. The patient was asymptomatic. The midlife behavior of this battery was discussed with the clinic and the tech insight was sent to the clinic. A confirmation calculation was performed and it was confirmed that the current longevity was accurate.